Manufacturer narrative:
The suspect axiem box was returned for analysis and found to be fully functional: the axiem unit was connected to a test system with the ent software application. Navigation was normal. The software was responsive on every page. The axiem unit was connected to a test system with the cranial software application. The unit passed the pegboard accuracy test. The software was responsive on every page. No fault found. The axiem power cable was returned unused. It was reported that replacing the axiem box in the system resolved the issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Rmas issued. Replacement axiem portable & external axiem power/data cable were both shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis. (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Issue resolved.

Event description:
A medtronic representative reported synergy cranial software became unresponsive while in the select patient task and the select procedure task. Fusion ent software was unresponsive at the logo. In trouble-shooting it was determined that the cranial and the ent software applications launched properly after the axiem box was unplugged. There was no patient present when this issue was identified.